Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd plastipak¿ syringe luer-lok¿ was found leaking as ¿the cytostatics slipped through the plunger. Due to the incident, we could not use the agent syringe. The syringe was filled with the velcade solution. The incident caused us a financial loss of (B)(4).¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Three photos were received of a 3ml syringe from a reported batch #7116596 (p/n 309658) and evaluated. It appears that there was a drop of liquid visible between the stopper ribs in one of the photos, which is a rejectable condition. It was inconclusive whether any liquid was past the second rib based on the photos provided. It was unknown the way the product was used and how the failure occurred, however based on the photo provided the defect will be confirmed. The aql at bd canaan for leakage past the first rib of stopper is 0.25% for this product. No additional actions are required at this time based on the defective rate identified. DHR review for batch 7116596 (p/n 309658): manufacturing dates: 04/30/2017 to 05/03/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7116596 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause and CAPA not required based on severity and occurrence level defined for this complaint.